Manufacturer narrative:
(B)(4), date sent to the FDA: 8/2/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch rabbza, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequence or injury? No patient consequence mentioned. What is the condition of the patient? No patient consequence mentioned. The following information was requested, but unavailable: what was the name of the procedure? Unk. Was the needle removed from the patient during the same procedure? What medical/surgical intervention was provided? Unk.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.